Manufacturer narrative:
(B)(4) .

Event description:
On (B)(6) 2005: underwent interspinous colporrhaphy with xenograft (pelvicol), posterior colporrhaphy, and perineorrhaphy under spinal anesthesia.

Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.